Event description:
It was reported that during a device data review, two episodes of over-sensed noise were noted across all three sensing channels. It was suspected that the right ventricular (rv) lead may have fractured. The data was forwarded to boston scientific technical services (ts) for assessment, and it was hypothesized that there could have been some external interference at the time of the recorded episodes. Regardless, a thorough in-clinic evaluation was recommended to assess the rv lead and overall system integrity. At this time, the system remains implanted and in-service. No adverse patient effects were reported.